Manufacturer narrative:
The pump passed the displacement test, active current measurement. And self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, the pump was received with a cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery. Customer stated that they received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.